Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardiac ostium during the reduction of cardia opening procedure performed on (B)(6), 2023. During the procedure, the first band was successfully deployed; however, the remaining bands could not be deployed when the handle was rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the cardiac ostium; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. The reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed (handle assembly and ligator housing), and a visual evaluation noted that the ligator housing returned with seven bands attached. The handle slot had marks of insertion of the trip wire. The suture thread was cut, possibly at the time of removing the device. The adapter ring was damaged. The teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that all bands are attached to the ligator housing, and the adapter ring was broken, which may have caused the inability of the device to deploy the bands. It is possible that the handling or technique used may have contributed to the damage of the adapter ring. The other components of the device were in good condition, and there is not enough objective evidence to determine that the reported event occurred due to a device problem. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the cardiac ostium; however, per the speedband superview super 7 multiple band ligator instructions for use, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction."

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the cardiac ostium during the reduction of cardia opening procedure performed on (B)(6) 2023. During the procedure, the first band was successfully deployed; however, the remaining bands could not be deployed when the handle was rotated. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported the anatomy location was in the cardiac ostium; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction. The reported anatomy location is not described in the indications for use.